Manufacturer narrative:
The customer contacted siemens to report discordant, falsely high carbon dioxide (co2_c) test results were obtained from an atellica ch 930 chemistry instrument. Siemens evaluated the available data and determined that the affected test results were initially run using the same reaction cuvette. The potential cause of the discordant, falsely high carbon dioxide (co2_c) test results was the reaction cuvette. Instrument is performing within specification. No further evaluation of the device is required.

Event description:
Discordant, falsely high carbon dioxide (co2_c) test results were obtained from an atellica ch 930 chemistry instrument. The initial results were above the analytical measurement range of the instrument and not reported to the physician(s). The same samples were repeated on the same or an alternate atellica ch 930 chemistry instrument giving lower test results. The repeat results were considered correct and were reported to the physicians(s). There are no known reports of patient intervention or adverse health consequences due to the discordant carbon dioxide (co2) test results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2019-00208 on 14-jun-2019. Additional information (21-feb-2020): an urgent medical device recall (umdr) achc 20-05.a.us was sent to us customers and an urgent field safety notice (ufsn) achc 20-05.a.ous was sent to ous customers in january 2020. The umdr and ufsn advise customers of the potential for falsely depressed or elevated results in a small percentage of the atellica ch reaction cuvette segment lots ending in "17" or "18" due to a cuvette defect allowing water bath to contaminate the cuvette. Customers were instructed to replace all reaction cuvette segments on their atellica ch analyzer with a lot ending in "19" or above. Customers are also advised to review their inventory and discard all impacted cuvette segment lots in their inventory. A follow up urgent medical device recall (umdr) achc 20-05.b.us was sent to us customers and a follow up urgent field safety notice (ufsn) achc 20-05.b.ous was sent to ous customers in february 2020. The umdr and ufsn advise customers of the potential for falsely depressed or elevated results in a small percentage of the atellica ch reaction cuvette segment "19" and above, due to a cuvette defect allowing water bath to contaminate the cuvette. Customers were provided instructions to determine if they have impacted cuvette positions within a cuvette segment. If cuvette segments are identified on their analyzer(s) customers will be asked to contact siemens customer care center to determine additional actions to be taken prior to processing patient samples.